Event description:
Add'l info from rptr: "maldiagnosis of nervous breakdown". Cartilage in pt's knee and joint areas is wearing out and pt now has both muscle spasms and grinding of joint areas.

Event description:
Rptr was incarcerated by the instructions of two professors at college in 78. This incarceration was at hosp and lasted 4 wks. It was based upon superficial observations made by a psychology professor who later, rptr was informed is a drug user, and a math professor who later was fired for incompetence. The dean, wouldn't allow rptr to graduate, if rptr did not consent to "counseling". Rptr did and the staff there subjected rptr to electric shock treatment, without informing them that this treatment has "permanent" side effects. Muscle cramps in rptr's case, causing unemployability, and dangerous work conditions. The entire staff at hosp was thrown out the same year, for incompetence; however are now protected by the statute of limitations. "Now, what am I to do?"